Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received via a dermik medical (B)(4) from the physician, received on 10-mar and 16-mar-09 respectively were processed together. This case is associated with case (B)(4) by reporter. This case involves a (B)(6) female patient who received poly-l-lactic acid therapy more than a year ago on the cheek region. No relevant medical history was reported, but he mentioned that the patient was very slim. Concomitant medication information was not mentioned. On an unknown date, three nodules appeared on her cheek. The nodules were chickpea size and appeared 20 months after poly-l-lactic acid therapy. The daughter of the patient stated that the nodules were very evident. The physician reported that she thought that she injected poly-l-lactic acid superficially. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: unknown.